Event description:
Flow is too fast. Infusion time expected was 100 hours when filled at nominal; however pump lasted only 17 hours. It was reported that patient was under a high degree of analgesia/sedation. For precaution, patient was hospitalized 24 hours more after medication administration to monitor status. Fill volume 400 ml.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The sample is expected, but has not yet been received. When the sample is received, it will be evaluated for a fast flow. The investigation is ongoing. When additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.